Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015 . The fse found split (worn/torn) tubing to the diff lyse pumps at pinch valve (pv27). He replaced the tubing and resolved the reported issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that approximately 5 ml of clear fluid leaked from the coulter hmx hematology analyzer with autoloader at the erythrolysis pumps. The instrument was also generating no diff results (::::) and a pc2 error. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
Date of manufacturing has been revised to reflect correct date.